Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard/davol perfix plug (device 1) may have caused or contributed to the events as alleged. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Note the date of event is estimated, based on the information provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the perfix plug (device 1), an additional emdr was submitted to represent the other bard/davol device. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2005 and (B)(6) 2009, the patient underwent surgery for the implant of unspecified bard/davol perfix plugs (device 1 and 2). It is alleged that in (B)(6) 2017, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the two (2) perfix plug devices. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".